Manufacturer narrative:
G4:25mar2021. B4:03apr2021. Failure analysis on the returned battery assembly. The battery was tested and the issue is duplicated. The root cause cannot be determined without opening battery package. The vendor will be contacted for RMA and battery will be returned for analysis. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14may2020.

Event description:
The customer reported (defect on arrival) defoa backup battery will not hold charge. The customer purchased a new battery and it doesn't hold charge. There was no patient involvement. The customer service team specialist confirmed the reported issue. The customer replaced the defective battery to address the reported problem. The unit successfully passed the required performance verification test.